Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer control boards for drawers 2.1 and 2.2 had failed. A field service engineer performed a test of the drawer control board and verified that the drawer 2.2 control board had failed, which caused the pyxis module control board to place the drawer control board in the pyxis module control board. Upon the first change of the pyxis module control board, the failure of the 2.1 drawer control board was identified. The engineer replaced both drawer control boards and also replaced a second keyboard. Proper operation was verified in the hardware test application, and the customer assigned the new drawer and conducted an inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 failed and would not recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 failed and would not recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.